Manufacturer narrative:
H3: device evaluation - lens was returned in microcentrifuge vial dry with residue/debris on product. Visual inspection found haptic broken. Dimensional inspection found the lens to be within specification. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vticm512.6 implantable collamer lens of -8.5/1.5/100 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2022. On (B)(6) 2023, the lens was exchanged for a longer length lens due to lens rotation not associated to low vault. The problem was resolved. The cause of the event is unknown.

Manufacturer narrative:
Pt info:unk. Work order search: no similar complaints within associated lots were found. Claim# (B)(4).